Event description:
Boston scientific crm received information that interrogation of this device could not be performed, nor could a magnet rate be achieved. An x-ray was taken to determine if the device had been changed out, and the boston scientific sales representative (sr) stated that the x-ray looked like a defibrillator not a pulse generator (pg) and asked if this nursing home patient had a new device implanted. Boston scientific records show that the patient still has our pg implanted. The sr tried several other companies programmers and none would interrogate the device. At this time, we are unsure if this is a boston scientific product or not. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
If additional information becomes available this event will be updated as necessary.